Event description:
It was reported the pump exhibited an alarm force sensor failure. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case was cracked, the keypad had scratches, the left plunger case inside screw insert was broken off, and the battery was not charging. A review of the event history log identified force sensor test error in the history. During the functional testing the reported problem was duplicated during the power up process and failed the force sensor reading. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 4 years old. Performed preventative maintenance and all functional testing. This MDR was generated under protocol (B)(4), as a result of warning letter cms# :617147.